Event description:
I started to have headache, eye irritation, upper airway irritation, asthma and sinus infection from time to time since early last year. The symptoms are getting more and more frequent and worse with time. I currently have these symptoms almost everyday now since early (B)(6). I received a letter from philips respironics today talking about the recall of the CPAP device I have been using since late 2016/early 2017. All my symptoms are exactly same as the symptoms listed in the recall letter that is resulting from the issues of the device. Pe-pur foam used in the device may degrade into particles which may enter the device's air pathway and be ingested or inhaled by the user and the pe-pur foam may off-gas certain chemicals which are harmful to the users. FDA safety report ID # (B)(4).